Event description:
Patient on ventilator experienced increasing co2 along with a decrease in exhaled volume readout. It was noticed that a "hissing" sound was coming from the circuit and further testing revealed a leak coming from the circuit. Closer examination by biomed the next day revealed a small hole on the exhalation limb near the heated wire coil. It was thought that the heated wire may have melted the circuitry tubing. Follow up reveals: when the manufacturer inspected the circuit, they noted that the circuit had not melted, however, they saw a tear or a cut of some sort, possibly caused by some sort of extrinsic force placed on the circuit, which in turn caused the leak. The coil in the circuit is not heated as was thought previously.